Event description:
Caller reported a malfunction on the pump with a malfunction code malf 0, which could not be reset. The reported issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support decided to replace the pump and advised the caller to use a return box with a pre-paid label to send the faulty pump back. The caller was informed about updates and training available with the new pump, and all instructions regarding the handling and return were acknowledged.